Event description:
It was reported that during a device follow up check six weeks after device implant procedure, several episodes of auto mode switch were observed although atrial fibrillation was not detected. Device atrial pacing failure was observed. Patient had a device implant procedure due to patient having complete atrioventricular block. Patient was released from the hospital with no adverse consequences. No anomalies were detected despite device check. Patient was continued to be monitored. During another device check three months later no anomalies were observed. No further information available.